Event description:
It was reported that during the implant procedure the helix mechanism of this lead did not extend properly after 40 turns. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. However, blood was present in/on the helix/lobe mechanism.